Manufacturer narrative:
The relevant components include: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 3.000 mg/ml fentanyl at a dose of 0.3598 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient had a catheter revision on (B)(6) 2016. It was 14.5 cm from spine to collet. No symptoms were reported and no further complications were expected or anticipated.